Event description:
It was reported that this patient underwent a right knee replacement. Following the procedure, the patient developed pain and inflammation and reports that the knee is "not working." The patient has participated in physical therapy without improvement. The knee replacement has not been revised. No additional information is available at this time.